Event description:
It was reported that a malfunction occurred on the pump while it was being updated. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.